Event description:
Per the audiologist, in early 2007 the patient fell and hit his head. Swelling was noted at the implant site. Since that incident the patient reported feeling pain when using his cochlear implant system. An integrity test done the following month, could not be completed due the patient's report of pain. The implant team determined that the device should be explanted. Explantation/reimplantation surgery was scheduled five days later.